Manufacturer narrative:
Conclusion awaiting return of device to spectrum medical and investigation.

Event description:
User reported that during a case the level sensor incorrectly triggered for empty reservoir. The user reported that the reservoir was clean and free from residual tape. After resetting the level sensor, the unit worked correctly.

Manufacturer narrative:
Conclusion awaiting return of device to spectrum medical and investigation. Follow up: spectrum medical is still waiting on the device to be returned. Once the device is returned, an investigation will be conducted and an update provided. Follow up: device has been returned investigation on going. Tertiary follow-up: device was incorrectly believed to be returned to spectrum medical. This was false. Device not returned to spectrum medical. Multiple attempts have been made to get this device back to no avail. Final follow up: multiple attempts have been made to have the device returned for investigation. This has been unsuccessful; no investigation of the device is possible. Root cause not defined. There was no patient harm. Cannot confirm fault as described by user.

Event description:
User reported that during a case the level sensor incorrectly triggered for empty reservoir. The user reported that the reservoir was clean and free from residual tape. After resetting the level sensor, the unit worked correctly.

Event description:
User reported that during a case the level sensor incorrectly triggered for empty reservoir. The user reported that the reservoir was clean and free from residual tape. After resetting the level sensor, the unit worked correctly.

Manufacturer narrative:
Conclusion awaiting return of device to spectrum medical and investigation. Follow up: spectrum medical is still waiting on the device to be returned. Once the device is returned, an investigation will be conducted and an update provided.

Event description:
User reported that during a case the level sensor incorrectly triggered for empty reservoir. The user reported that the reservoir was clean and free from residual tape. After resetting the level sensor, the unit worked correctly.

Manufacturer narrative:
Conclusion awaiting return of device to spectrum medical and investigation. Follow up: spectrum medical is still waiting on the device to be returned. Once the device is returned, an investigation will be conducted and an update provided. Follow up: device has been returned investigation on going.

Event description:
User reported that during a case the level sensor incorrectly triggered for empty reservoir. The user reported that the reservoir was clean and free from residual tape. After resetting the level sensor, the unit worked correctly.

Manufacturer narrative:
Conclusion awaiting return of device to spectrum medical and investigation. Follow up: spectrum medical is still waiting on the device to be returned. Once the device is returned, an investigation will be conducted and an update provided. Follow up: device has been returned investigation on going. Tertiary follow-up: device was incorrectly believed to be returned to spectrum medical. This was false. Device not returned to spectrum medical. Multiple attempts have been made to get this device back to no avail.